Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. The surgeon was using the lcsc5 and the grasping pad arm detached from the instrument and fell into the pt. The grasping pad arm was retrived from the pt. Another lcsc5 was used to complete the case. There was no further consequence to the pt.